Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was using fiasp insulin with the pump and using cold insulin. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide and that insulin should be at room temperature before filling a cartridge. Customer changed cartridge and infusion set to address the issue.